Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf stem. Additionally, the following devices were removed: unknown trident hemi cup. Unknown trident insert. Unknown delta v40 head. Unknown torx bone screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
As per sales rep, the patient had a right infected hip joint and temporary spacer was implanted.